Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. No parts have been received by the manufacturer for evaluation. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the left thoracic probe was worn. It was reported that the tip of the instrument was bent but the unit passed verification and was still functional. There was no patient present when this issue was identified. It was noted that the issue was discovered during instrument verification prior to a procedure.

Manufacturer narrative:
Correction: previously reported aware should be 2019-10-31 and not 2019-10-22. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The left thoracic probe was not aligning with the navigation tracker. The site currently had possession of the instrument and it was unknown if it would be returned.